Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the delivery volume accuracy test. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's wife that the customer passed away after being taken to the emergency room two days prior to his death. The patient was not wearing his insulin pump at the time of death; it had been removed two days before and blood glucose management was attempted with manual injections. It was stated that the customer was bleeding with wounds on his legs, heart problems, and high blood glucose, the last of which could not be controlled at time of death. It was also reported the customer was taking coumadin. Causes of death was cardiac distress, acute gastrointestinal bleeding, acute renal failure, hyperglycemia and diabetes. The last blood glucose reading on the pump was 135 mg/dl at 12:30pm on (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.